Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The lead was repositioned multiple times but the issue was unresolved. The lead was not used and replaced. No adverse consequences to the patient were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.